Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of the right ventricular (rv) lead the patient experienced sundowners syndrome and attempted to pull their rv lead out. It was also noted that an x-ray performed the following day confirmed that the rv lead dislodged and was found to be positioned near the right atrial (ra) lead. The implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg system. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was changed to leadless system instead of transvenous system due to medical judgement due to underlying patient condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.